Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was reported to be 236 (mg/dl). It was indicated that a manual injection will be given. It was indicated that the customer had manual injections as alternate insulin therapy available.